Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. Beckman coulter (bec) customer technical support (cts) assisted the customer with cleaning the wash valve to resolve the wash valve motion errors. The customer did not report any issues with the wash valve. The system is designed to flag any results that are directly affected by wash valve/pump motion errors and results are cancelled. System parameters such as system check, quality control (qc), and precision were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided. All mdrs associated with this event: 2122870-2015-00555; 2122870-2015-00556.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for two (2) patients. The initial sample (designated as sample one (1)) from the first patient (designated as patient one (1)) was reanalyzed in triplicate using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower results, above and within the assay's normal reference range, were obtained. The customer stated the initial, elevated non-reproducible access accutni+3 result for patient one (1) was reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. MDR 2122870-2015-00556 will address the non-reproducible access accutni+3 results for patient two (2). Quality control (qc) was performing within assay and instrument specifications at the time of the event. The customer received wash valve/pump motion errors on the day of the event. The sample was plasma, collected and tested in lithium heparin tubes. The sample was centrifuged at 3390 rpm (revolutions per minute) at room temperature. The customer was unable to provide the length of time samples were centrifuged. No sample integrity issues were reported by the customer. The customer stated a second sample from patient one (1) was serum, however, no additional information was provided.